Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log does show battery errors; however they do not confirm a device malfunction. The battery and pads that were being used at the time of the reported problem were not returned for evaluation no trend is associated with reports of this type.